Event description:
The customer reported the system had a communication error. This resulted in a loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The incoming ac power was fluctuating when the room air conditioner came on. The fse instructed user to utilize the external ups system. The voltage was stabilized with the ups during the service call. The system was tested and found to be working as intended and put back into service.